Event description:
Literature: duarte rv, raphael jh, southall jl, baker c, hanu-cernat d. Intrathecal inflammatory masses: is the yearly opioid dose increase an early indicator? Neuromodulation: technology at the neural interface. 2010;13(2):109-113. Summary: the objective of this study was to investigate the association between intrathecal drug, flow rate, drug concentration, and drug dose with the formation of intrathecal inflammatory masses. The authors conducted a retrospective longitudinal study of 56 consecutive pts receiving long-term intrathecal analgesic administration. Pump refill notes from date of implant to june 2009 were screened. Data regarding drug flow rate, dose per day, and concentration of drugs administered were recorded for morphine, diamorphine, bupivicaine, clonidine and baclofen and averages computed. Twenty-one of the pts had rec'd morphine either alone or combined; 22 had rec'd diamorphine either alone or mixed; and 13 crossed over from morphine to diamorphine or the inverse. None of the pts with granuloma crossed over before diagnosis. Event: the authors found a significant correlation between opioid dose, yearly increase of the opioid dose and granuloma formation. Clonidine appeared to have a protective effect for the non-granuloma pts. No association was found with flow rate or opioid concentration. For of the 56 pts were diagnosed with intrathecal granuloma. This report is for the (B)(6) male pt whose drug administration at the time of granuloma diagnosis was diamorphine combined with bupivicaine and lioresal 0.29 mg/ml (0.095 mg/day). At the time of the event, the intrathecal medication was discontinued and the pump was filled with saline; later, the catheter was replaced. The author indicated that the final outcome for the pt is that he continues intrathecal therapy. (B)(4).

Manufacturer narrative:
(B)(4).